Event description:
It was reported to the manufacturer that high lead impedance was observed during diagnostic testing at a pt's office visit. X-rays were taken and reviewed at the physician's office. They noted that the pt's lead appeared to be pinched; however, they are not being disclosed to manufacturer for review. It is unk if any pt manipulation or trauma occurred to have contributed to the event. Pt has been scheduled for surgery. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.